Event description:
It was reported that the customer received a button error alarm on his insulin pump. The customer stated he had been in the rain but did not think the insulin pump got wet. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).